Event description:
It was reported that the patient suffered a pleural effusion due to a perforated heart by the right ventricular (rv) lead discovered by echocardiography. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.